Event description:
It was reported that balloon rupture occurred. The target lesion was located in an anastomosis arteriovenous fistula of the left upper arm. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an anastomosis arteriovenous fistula of the left upper arm. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Mustang device 6x6x75 was returned for analysis. The device was received in two sections due to a shaft break and complete circumferential balloon tear. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 53mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have completely detached at approximately 8mm distal of the proximal balloon bond. Severe stretching damage was also noted to the distal section of the detached shaft. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found both markerband to have completely detached from the device. One of the detached markerbands was located inside the proximal section of the balloon material. The other markerband was not returned for analysis. No other issues were identified during the product analysis.